Manufacturer narrative:
Additional device evaluation information (B)(6) 2015. Further evaluation of the electrode belt found that the u713 component was internally shorted on the distribution node (dn) pca board. The shorted component also contributed to the non-functional ECG electrodes. The root cause of the shorted component cannot be positively identified. Device evaluation of belt sn (B)(4) has been completed. The reported problem (electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall off test. Upon evaluation, the cable connecting ECG electrodes c and d with the distribution node (dn) was pulled from the strain relief, damaging internal wires.. The root cause of the damaged cable and wires is excessive force placed on the electrode cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall off test. Upon evaluation, the cable connecting ECG electrodes c and d with the distribution node (dn) was pulled from the strain relief, damaging internal wires.. The root cause of the damaged cable and wires is excessive force placed on the electrode cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.